Event description:
The surgeon inserted an aq2010v three-piece silicone intraocular lens into the patient's eye and the lens tore. The lens was removed without enlarging the incision. No patient injury.